Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending identified an increase in complaints for list number 02k41, however, no trends were identified for lot 66709un25. The device history record review was performed on lot 66709un25, which did not show any potential non-conformances, deviations, or non-conformances. The overall performance of the architect stat troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 66709un25 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 66709un25. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 66709un25 was identified.

Event description:
The customer observed false elevated architect stat troponin-I results. The customer stated 4 samples generated elevated architect stat troponin-I results that repeated lower. An example was provided: sid (B)(6) (female, 75 years old, in emergency department for chest pain): first draw at 5:25 am reported as 0.034 ng/ml. Second draw at 6:54 am reported as 0.025 ng/ml, repeated as 0.026 ng/ml (same analyzer), repeated other analyzer reported as 0.003 ng/ml. Customer reference range: female 0-0.013 ng/ml, male: 0-0.033 ng/ml, critical both: >=0.3 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: identifier character limit was exceeded, the full ID is (B)(6). No additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated architect stat troponin-I results. The customer stated 4 samples generated elevated architect stat troponin-I results that repeated lower. An example was provided: sid (B)(6) (female, 75 years old, in emergency department for chest pain): first draw at 5:25 am reported as 0.034 ng/ml. Second draw at 6:54 am reported as 0.025 ng/ml, repeated as 0.026 ng/ml (same analyzer), repeated other analyzer reported as 0.003 ng/ml. Customer reference range: female 0-0.013 ng/ml, male: 0-0.033 ng/ml, critical both: >=0.3 ng/ml. No impact to patient management was reported.